Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was a case of an attempted implant as the lead could not advance due to the guide wire got stuck. Additional information indicated that the lead and wire were removed and the lead was flushed with normal saline. The wire moved smoothly afterwards. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated that on visual observation it showed a trace of dried body fluid or blood in lumen. The lead passed guidewire insertion test and there were no anomalies encountered in lead lumen. Furthermore, the lead passed wire insertion testing.